Event description:
A medtronic representative reported the sites vertek arm would not lock. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
The handle of the vertek is locked up.